Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella cp device for mechanical circulatory support and approximately four days after start of support, the patient developed limb ischemia followed by arterial thrombus. The patient had no distal pulse in either of the legs during the impella cp support. It was additionally noted that an arterial thrombus was present bilaterally below the popliteal. It was noted the event was not believed to be associated with the impella; however, no alternative cause is identified as a likely cause for the event. In response to the noted condition, plans were made to explant the pump which was completed two days later. The patient was noted to be stable following the event and explant of the device.

Manufacturer narrative:
The investigation for the reported limb ischemia and thrombus has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of limb ischemia and thrombus could not be determined as the device was not returned nor sufficient clinical details.